Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient was advised to make sure that no other applications was running in the background and no other bluetooth devices were connected. The patient was also asked to free storage space. The reported issue was resolved as the application has connection with the transmitter. The patient was advised to re-install the g5 application if the issue persist. No injury or medical intervention was reported.